Event description:
It was reported that there was a short interval counter (sic) count of 10 and an inquiry if "it is a count of ventricular fibrillation (vf) and not noise". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.